Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:30 am., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. At 9:55 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. When collecting this sample for testing, the patient squeezed his finger. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week.